Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One por (power on reset) episode for critical ram parity error occurred on (B)(6) 2010. One patient alert for device circuit error occurred on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Last battery measurement=2.66v on (B)(6) 2010. Daily battery voltage trend data shows bat=2.68 to 2.66 volts between (B)(6) 2010, device rrt (recommended replacement time) <=2.61 v. 1 - por (power on reset) for critical ram parity error, address=1095, data=04 on (B)(6) 2010 06:23:06. 1 - patient alert for device circuit error on (B)(6) 2010 06:23:06. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Ram chip memory error also noted.

Event description:
It was reported that the device experienced a power on reset. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the device experienced a power on reset. The device remains in use. No patient complications were reported as a result of this event. It was also reported that the device was approaching elective replacement indicator. The device was removed and replaced.